Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The service technician found that the unit has 1105 alarm light emitting diode (led) failed error code. The service tech replaced the power switch overlay to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the "check vent: alarm light emitting diode (led) failed" alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.